Manufacturer narrative:
Additional information was recieved on (B)(6) 2015 indicating the extended time in surgery, and therefore this report was submitted on 08/20/2015. Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the depth gauge readings resulted in the use of screws that were longer than desired. The surgery extended greater than 30 minutes. Had to swap screws out with shorter screws.